Event description:
It was reported to manufacturer that the physicians hand held screen was continually freezing at the interrogation successful screen when communicating with vns pt's devices. The physician requested a new hand held and software be sent to replace the non-working device. The non-working hand held and software have been returned to MFR and are pending the analysis findings.